Event description:
The customer contacted the company's customer experience team via phone and sms text messaging to report that they were experiencing difficulty removing the device and that the device had been in place for approximately 24 hours. The customer was advised by the company's customer experience team to seek medical assistance for removal at a local urgent care. This was the first time the customer had used the device, and it had been in place for approximately 33 hours by the time they sought assistance to have the device removed. The customer stated that their treating provider encountered some difficulty and had to use a speculum and forceps to remove the device. The customer also stated that it took approximately 20 minutes to remove the device, which broke during the removal process. The customer stated that they experienced some pain during removal, but did not report experiencing any other adverse symptoms before, durin, or after removal of the device. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.